Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot/serial#: (B)(4). Product type: lead. Product ID: 377760, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for complex regional pain syndrome type I. Patient also mentioned the health care professional (hcp) did previous implants and mentioned the first two lead leads had migrated, so patient had paddle leads implanted which have not migrated. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# n0029133, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that they did not have the weight information from 2005 and confirmed their address. No further complications were re ported/anticipated.